Event description:
A nurse stuck her finger while attempting to activate the safety sheath on a contaminated needle. There was a second similar needle stick event; both users reported using incorrect technique (activating the sheath with their thumb); and neither event was due to a product failure. The involved nurses have initiated medical treatment and infectious disease testing.